Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. The complaint history review indicated no previous complaints on this device. The device was returned on 04/02/2024 for further evaluation. Analysis of the returned device was completed on 4/10/2024: the pump was tested with the testing protocols for upstream and downstream occlusion alarm. The pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 9 in total, as reported by the end user. This can be seen by the alarm code "e04". See the event log in the complaint in question for detail. The pump's event log was also screened for downstream occlusion alarms, as reported by the end user, where there were 12 instances found in the log. This can be seen by the alarm code "e04" see the event log in the complaint in question for detail. The review of the event log did highlight several abrupt power offs found in the log. An abrupt power off can be seen below on event line 256 by the "log_event_on" code without an "log_event_off" code before it: see the event log in the complaint in question for detail. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. Reported issue found, device not performing to specification. Three capas has been opened in order to fully investigate and address the root causes of the reported events.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had up and down occlusion sensor - other issue / unknown issue. The infusion cannot resume without causing delay in treatment. No patient was involved and harmed. Device was returned on 04/02/2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.